Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "pain, doesn't like the way the implants look or feel" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare provider later reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Pain: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Unsatisfactory result: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Cloudy and air voids observed in the gel. No further actions are required as the device was implanted.

Event description:
Patient reported "pain, doesn't like the way the implants look or feel" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare provider later reported left side capsular contracture, baker grade IV. Patient later reported unknown side "rupture and capsule." Device has been explanted.

Event description:
Patient later reported unknown side "rupture and capsule."

Manufacturer narrative:
Reason for reoperation: rupture.